Event description:
On (B)(6) 2025, the user¿s wife reported receiving ¿connect cgm or enter bg,¿ ¿brief sensor error,¿ and ¿sensor failed¿ alerts on the ilet. The user initially believed the alerts were related to the infusion set but was informed that it was a continuous glucose monitoring (cgm) dexcom sensor issue. The user¿s wife replaced the sensor independently and later confirmed it was connected and working properly. The highest blood glucose (bg) recorded was 265 mg/dl. Bg was corrected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.